Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3: actual date of event (B)(6) 2020.

Manufacturer narrative:
Date of event: estimated date. The device location was not provided and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that closure of an unspecified vessel was attempted using a proglide device. Reportedly, when managing the suture after deployment, the physician excessively tugged on the suture and the whole suture, including the knot, came out. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.